Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance with carelink. The customer then reported that he had been in an accident back in 2007. The customer's healthcare professional had changed the insulin pump settings prior to the accident, and his blood glucose levels dropped below 30 mg/dl while he was driving. The customer hit a field, and was hospitalized for two months. Nothing further was reported.